Event description:
Information received from the aspire prospective registry, subject: 102011. Treatment of three unruptured saccular sidewall aneurysms located in the right ica (internal carotid artery). The first lesion was a large aneurysm that measured 12mm x 4.2mm. The second lesion was a small aneurysm located in the ophthalmic segment measuring 2.5mm x 2mm. The third lesion was also a small aneurysm located in the cavernous segment measuring 1.5mm x 0.6mm. The patient presented with neurological symptoms of diabetic optic nerve papillitis. The patient was previously on anticoagulants / anti-platelets and was given heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline (5mm x 20mm) embolization treatment. During the procedure, it was reported balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipeline to achieve full wall apposition. Post procedural angiogram revealed, a residual aneurysm and showed a successfully treated (with pipeline) large 12mm aneurysm located in the superior hypophyseal segment of the right ica. The patient was discharged on (B)(6) 2013. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).